Manufacturer narrative:
A ge service rep performed an on site investigation. The vertical column was replaced. The system was tested and operates as intended.

Event description:
The customer reported, the 9800 system column was in the highest position and would not move up or down. No pt injury was reported.